Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon appeared to be bent approximately 5.0cm from the distal tip. The balloon appeared to have been previously inflated. No other anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The balloon was soaked in water and the refold tool was used to refold the balloon. With the guidewire in place, an attempt was made to insert the catheter through an in-house 6fr introducer sheath. The balloon was unable to be inserted through the hub of the sheath. During insertion, the balloon bent approximately 5.0cm from the distal tip. The balloon was cut at the proximal cone and it was observed that the inner polyimide catheter underneath the balloon was kinked 4.7cm, 5.0cm, and 5.7cm from the distal tip. Further functional testing could not be performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for difficult to insert, as the balloon was unable to be inserted through an in-house 6fr introducer sheath. The investigation is confirmed for a kinked catheter, as the catheter was kinked underneath the balloon. The investigation is inconclusive for retraction difficulties through the introducer sheath, as full functional testing could not be performed. It is unknown whether the kinked catheter underneath the balloon contributed to the difficulty re-inserting the balloon through the introducer sheath or whether the catheter kinked due to the difficulty re-inserting the balloon. It is unknown whether the catheter became kinked while refolding the balloon. The definitive root cause for the retraction difficulty through the introducer sheath could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the dorado pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon catheter was retracted with difficulty through the sheath. The health care provider reported the balloon was unable to re-enter the sheath. The hcp further reported another device was used to complete the procedure. There was no reported consequence or impact to the patient.